Manufacturer narrative:
The customer contact the siemens customer care center (ccc) on (B)(6) 2017 to report the discordant sodium(na) results which were obtained on (B)(6) 2017. A siemens customer service engineer (cse) had been to the customer site on (B)(6) 2017 to provide service for a different issue. The cse performed the following: replaced a defective integrated multisensor technology (imt) rotary valve, replaced the v-lyte sensor, auto aligned imt module and imt probe, performed quick check, installed new ground pin, and ran a passing system check. After the cse's actions, the instrument was fully functional and operational. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant falsely low sodium (na) results were obtained on two patient samples on a dimension vista 1500 instrument. Sample ID (B)(6) was repeated on same instrument, still resulting falsely low. The discordant results were reported to the physician(s). Both patients were redrawn. The redrawn sample for sample ID (B)(6) was tested on a dimension vista 500 at a different facility, resulting higher. The redrawn sample for sample ID (B)(6) was repeated on same dimension vista 1500 instrument. The repeat results were reported to the physician(s) for both the samples. There are no reports of patient intervention or adverse health consequences due to the discordant sodium results.